Event description:
During insertion of the iab through an introducer sheath, the balloon began to unwrap and the iab could not be fully advanced. The iab was removed and replaced. There were no pt complications.